Manufacturer narrative:
The relationship between the coopervision device and the adverse event is unconfirmed.

Event description:
The incident was initially reported to the manufacturer as a corneal abrasion and did not meet the criteria of a reportable adverse event. Additional information was received from the healthcare provider on (B)(6) 2019. The patient sought medical attention after one day of eye soreness and watering in the left (os) eye while using the device. The eye care provider reports that the patient had moderate corneal infiltrates, epithelial and stromal edema and was diagnosed with a large central corneal abrasion. The patient was referred to the ophthalmology department at the hospital. Good faith efforts have been made to obtain additional information without success, additional information is unknown as the patient has refused to provide further details of the incident. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown outcome.